Manufacturer narrative:
(B)(4). No device return. The analysis results found that the reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device was used to cut the jejunum in reconstructing roux-en-y. The staple of the staple line was not deployed at the second firing. Additional suture was performed. As the site was sample side, there were no adverse consequences for the patient.